Event description:
The complaint from the literature review reported 130 patients supported by 2.5, cp, 5.0 or rp, complications noted during hospital stay, acute kidney injury occurred in 56.7% of the patients; need of renal replacement therapy (rrt) 31.7%; access site-related bleeding 14.3%; life-threatening bleeding 31.5%; acute limb ischemia 14.5%; hemolysis 33.3%. The rate of all-cause mortality at 30 days was 39.7%.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ pazzanese, v., ancona, m. B., bertoldi, l. F., pagnesi, m., marini, c., gramegna, m., montorfano, m., chieffo, a., pappalardo, f., & camici, p. G. (2019). P1712the impella percutaneous mechanical circulatory support device in cardiogenic shock: a single-center, real-world, observational experience. European heart journal, 40(supplement_1). Https://doi.org/10.1093/eurheartj/ehz748.0467.

Manufacturer narrative:
The investigation for the access site bleed, limb ischemia, hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed, limb ischemia, hemolysis could not be determined. G1-corrected MFR site name and address.